Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated, and no physical damage was observed on sensor patch. Data was successfully extracted using approved software. Sensor was found in sensor state 5 (indicating normal termination). No issues were observed upon visual inspection of the printed circuit board assembly (pcba.) Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. A visual inspection was performed on the returned sensor patch and no physical damage was observed. The sensor plug was properly seated in the mount. Current was applied to the sensor to perform accuracy testing while in the test fixture. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All tests passed and results were within specification. An extended investigation has also been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received 132 mg/dl scan results compared to 275 mg/dl glucose reading obtained on a healthcare professional meter. As a result, the customer was brought to the hospital emergency room where they experienced nausea and loss of consciousness. The customer was unable to self-treat requiring 1 unit of intravenous saline and was provided ondansetron (1 pill) for nausea as treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.